Event description:
A patient underwent a heart catheterization on (B)(6) 2013. Upon replacing the flexor for a shorter sheath, the plastic hub detached. No additional information has been provided by the reporter. It should be noted that according to the lot number provided, an expired device was used for this procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence and according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Complaint device was returned in an opened and used condition. A visual examination noted the sheath material had separated from sheath fitting. A dimensional verification noted the flare on the sheath material was per specification. The integrity of this device is verified during the manufacturing and final inspection process, confirming correct proximal fittings and that flare is caught securely in cap assembly. It is also verified that the sheath does not rotate and that the coil continues into cap. An IFU is provided that states under "warnings": before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." Per information provided by the complainant nothing was inserted in the sheath during removal. A review of the device history record revealed the expiration date as 2013/03, which is a month prior to the event date, which may have resulted in the reported patient harm although the patient did not require any additional procedures due to this occurrence. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk analysis, there is insufficient risk due in part to and low occurrence and high detectability.